Event description:
It was reported by svc report that the retaining post was loose and the fowler gas cylinder would not hold position under weight. No pt involvement or adverse consequences were reported.